Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and the reported condition was verified. The cause of the reported problem was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dialyzer did not have a label. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.